Event description:
It was reported that the device was shocking the patient. No device malfunction was suspected. All components were explanted and will not be returned per hospital policy. The patient was doing well postoperatively. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred couple of weeks after the permanent implant date. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI . Upn: m365sc8416500. Model: sc-8416-50. Serial: (B)(6). Batch: 7073862.